Event description:
A customer contacted beckman coulter inc. (Bec) stating that when they loaded a new bottle of wash buffer on their access 2 immunoassay system, wash buffer started leaking from the reservoir. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 and inspected the reservoir and found that the wash buffer was leaking from the overflow hole of the reservoir. Fse reseated the wash buffer bottle valve which resolved the issue. (B)(4).